Manufacturer narrative:
(B)(4). Age and date of birth unknown/not provided. Weight unknown / not provided. Lot number unknown / not provided. Title, last name and email address unknown/not provided.

Event description:
It was reported by the doctor that the healing collar did not seat on the implant.

Manufacturer narrative:
One zimmer dental eztetic® healing collar was returned for inspection. A visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. The reported implant was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for 3.1mmd eztetic¿ dental implants, healing screws and healing collars 9225 rev 1-07/17. Step 8 ¿ prepare the implant for healing: two-stage surgical protocol: select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The top surface of the healing collar is etched with three numbers to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The product was functionally tested with a compatible implant. The healing collar could not be assembled with hand tightening, but was able to seat with some effort using a hex driver. Based on review of the package drawing under pd-chcnp33 rev b, the first threads of the healing collar are in good shape, and appear functional. A singular cause cannot be determined. The complaint is non-verifiable, as the reported implant was not returned, and no functional deficiency was detected in the returned device. Device evaluated by MFR: changed "no" to "yes".